Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when using the 10.5 mm drill bit in the tibial canal to enlarge the canal before inserting the rod, the drill bit broke, leaving a part of the trephine and another part in the patient's tibia, which were subsequently removed during the continuation of the procedure."